Event description:
After transseptal puncture, the sheath was brought into the left side of the heart. The cryoablation catheter and mapping catheter were inserted through the sheath, and the cryoballoon was inflated. When contrast was injected anatomy did not look like vein. The cryoballoon was deflated, catheters repositioned into lspv, and cryoballoon was reinflated. Contrast was injected and identified a good balloon occlusion. As cryo application started, the patient's blood pressure began to drop. Utilizing ice, the physician identified perforation in ventricle. Ablation was stopped at 237 seconds at -57 degrees. Physicians utilized pericardiocentisis kit and removed fluid and patient was stable.

Manufacturer narrative:
The device was not returned for investigation. Bin files do not show any system notice for the date of event. Bin files show that at least 3 injections were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.